Event description:
Rvad [right ventricular assist device] placed with procedure end at 1520, no complications noted. Patient transfer to critical care transplant unit. Approximately 1730 staff noted that flow immediately adjusted from 4.8 to 0 with no pi [pulsatility index] or rpm's [revolutions per minute] noted and emergency alarms. Despite efforts, no return of flow was established. No vad hum on auscultation. Drop in map by 10 points from 70 to 60 with event, other hemodynamics on trend. Epi increased to 0.1 and rvad flow decreased to 2l. Provider adjusted vad to 5000 rpm, no beneficial result. Vad rep notified [redacted]. Monitor trouble shooting completed with vad representative and CT surgeons at bedside, no resolve of issue. Controller changed, batteries changed, drive line site disconnected and reattached with surgery at bedside. No change in device function. Patient returned to or: malfunctioning hm3 lvad removed and new pump placed, no obvious clot on visual inspection of pump noted, will send for analysis, newly placed pump functioning properly.